Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain chronic, pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and metrorrhagia ("metorhagia (bleeding b/w periods"). The patient was treated with surgery (on (B)(6) 2017 essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2013 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated with pain: chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),gen. Abnorm. Bleed, migration: yes, perforation: fallopian tubes, uterus were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus/ malposition of essure device location of device: uterus'), device breakage ('device breakage'), device expulsion ('expulsion of essure device/a portion of the right essure micro insert extends into the uterine cavity.') And genital haemorrhage ('gen. Abnormal. Bleed') in a 37-year-old female patient who had essure (batch no. A36624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, rash and itching. Concomitant products included diazepam (valium) from (B)(6) 2013 to (B)(6) 2013, fluoxetine from (B)(6) 2012 to (B)(6) 2013, ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2013 and levothyroxine (l-thyroxine) from 2010 to 2013. On (B)(6) 2012, the patient had essure inserted. In february 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain chronic, pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), cardiac disorder ("heart problems"), angina pectoris ("heart pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have cervix neoplasm ("tumor in cervix") and weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2017 essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, cardiac disorder, angina pectoris, dysmenorrhoea, dyspareunia, fatigue, gastritis, alopecia, cystitis, urinary tract infection, migraine, nausea, allergy to metals, depression, cervix neoplasm and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, angina pectoris, bladder disorder, cardiac disorder, cervix neoplasm, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2013 and (B)(6) 2012 discrepancy noted date(s) of removal: may2017 # of coils: left -2, right ¿ 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: a portion of the right essure micro insert extends into the uterine cavity. The significance of this is uncertain.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information updated. New event: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, urinary problems or changes, heart problems, heart pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastritis, hair loss, bladder infection, urinary tract infection, migraines / headaches, nausea, nickel allergy, depression, tumor in cervix, vaginal discharge, weight loss were added. Medical history, concomitant drug and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / an ultrasound revealed that the essure was broken and a piece had migrated to uterus'), fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus/ malposition of essure device location of device: uterus') and device expulsion ('expulsion of essure device/a portion of the right essure micro insert extends into the uterine cavity.') In a 37-year-old female patient who had essure (batch no. A36624-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin from 2005 to january 2011. Concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, rash, itching and nausea. Concomitant products included acetylsalicylic acid (aspirin (pain and fever)), diazepam (valium) from (B)(6) 2013, diphenhydramine hydrochloride, estradiol, fluoxetine from (B)(6) 2012 to (B)(6) 2013, hydrocortisone, iron, ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2013, levothyroxine (l-thyroxine) from 2010 to 2013, medroxyprogesterone acetate (depo provera) and meloxicam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue") and urticaria ("rash/skin conditions-hives"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain ("pain chronic, pelvic,pelvic area pain"), urinary tract infection ("urinary tract infection") and bladder infection ("bladder infection"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and swelling ("swelling"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2015, the patient experienced chest pain ("chest pain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2020, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), angina pectoris ("heart problems"), gastritis ("gastritis"), bladder infection nos ("bladder infection"), nausea ("nausea"), depression ("depression"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain") and was found to have cervix neoplasm ("tumor in cervix"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, angina pectoris, dysmenorrhoea, dyspareunia, gastritis, alopecia, urinary tract infection, migraine, nausea, allergy to metals, depression, cervix neoplasm, vaginal discharge, chest pain, back pain, neck pain, urticaria, swelling and abdominal pain lower outcome was unknown, the pelvic pain, abdominal pain, fatigue, bladder infection nos and bladder infection had resolved and the weight decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, angina pectoris, back pain, bladder disorder, bladder infection, cervix neoplasm, chest pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, neck pain, pelvic pain, swelling, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and bladder infection nos to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2013 and (B)(6) 2012. Discrepancy noted date(s) of removal: (B)(6) 2017 (discrepancy noted). # of coils: left -2, right ¿ 8. Plaintiff received treatment for malposition of essure device, chest pain, device breakage, device expulsion, hives. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram - on an unknown date: distal malposition of left essure contraceptive device. A 7.3 mm metallic foreign body in the fundal aspect of the endometrial canal is suggestive of a retained fragment of iud or of a previously positioned essure device. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: a portion of the right essure micro insert extends into the uterine cavity. The significance of this is uncertain. Lot number ( a36624 ) is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, device breakage, fatigue, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter's information added. Fu received. No new significant change made in medical context of case. On 27-apr-2021: fu 12 and 13 processed together. Mr received: reporter added. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus/ malposition of essure device location of device: uterus'), device breakage ('device breakage') and device expulsion ('expulsion of essure device/a portion of the right essure micro insert extends into the uterine cavity.') In a 37-year-old female patient who had essure (batch no. A36624-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, rash, itching and nausea. Concomitant products included acetylsalicylic acid (aspirin (pain and fever)), diazepam (valium) from (B)(6) 2013 to (B)(6) 2013, diphenhydramine hydrochloride, fluoxetine from (B)(6) 2012 to (B)(6) 2013, hydrocortisone, ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2013, levothyroxine (l-thyroxine) from 2010 to 2013, medroxyprogesterone acetate (depo provera) and meloxicam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain chronic, pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and urticaria ("rash/skin conditions-hives"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and the first episode of cystitis ("bladder infection"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In february 2014, the patient experienced alopecia ("hair loss"), back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2015, the patient experienced chest pain ("chest pain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2020, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), angina pectoris ("heart problems"), gastritis ("gastritis"), the second episode of cystitis ("bladder infection"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have cervix neoplasm ("tumor in cervix"). The patient was treated with surgery (on (B)(6) 2017 essure removed and on (B)(6) 2017 essure removed,supracervical hysterectomy (uterus only)-hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, angina pectoris, dysmenorrhoea, dyspareunia, gastritis, alopecia, urinary tract infection, migraine, nausea, allergy to metals, depression, cervix neoplasm, vaginal discharge, chest pain, back pain, neck pain and urticaria outcome was unknown, the pelvic pain, abdominal pain, fatigue and the last episode of cystitis had resolved and the weight decreased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, angina pectoris, back pain, bladder disorder, cervix neoplasm, chest pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, neck pain, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2013 and (B)(6) 2012 discrepancy noted date(s) of removal: (B)(6) 2017,(B)(6) 2017 (discrepancy noted) # of coils: left -2, right ¿ 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: a portion of the right essure micro insert extends into the uterine cavity. The significance of this is uncertain.. Lot number ( a36624 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus/ malposition of essure device location of device: uterus'), device breakage ('device breakage') and device expulsion ('expulsion of essure device/a portion of the right essure micro insert extends into the uterine cavity.') In a 37-year-old female patient who had essure (batch no: a36624-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, rash and itching. Concomitant products included diazepam (valium) from on (B)(6)2013, fluoxetine from on (B)(6) 2012 to on (B)(6) 2013, ketorolac tromethamine (toradol) from on (B)(6) 2013 and levothyroxine (l-thyroxine) from 2010 to 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pain chronic, pelvic"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), the first episode of angina pectoris ("heart problems"), the second episode of angina pectoris ("heart pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have cervix neoplasm ("tumor in cervix") and weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2017 essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, the last episode of angina pectoris, dysmenorrhoea, dyspareunia, fatigue, gastritis, alopecia, cystitis, urinary tract infection, migraine, nausea, allergy to metals, depression, cervix neoplasm and vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cervix neoplasm, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of angina pectoris and the second episode of angina pectoris to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: on (B)(6) 2013 and on (B)(6) 2012 discrepancy noted date(s) of removal: on (B)(6) 2017. # of coils: left -2, right ¿ 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis: on (B)(6) 2013: a portion of the right essure micro insert extends into the uterine cavity. The significance of this is uncertain. Most recent follow-up information incorporated above includes: on 2-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus/ malposition of essure device location of device: uterus'), device breakage ('device breakage') and device expulsion ('expulsion of essure device/a portion of the right essure micro insert extends into the uterine cavity.') In a 37-year-old female patient who had essure (batch no. A36624-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, rash, itching and nausea. Concomitant products included acetylsalicylic acid (aspirin (pain and fever)), diazepam (valium) from (B)(6) 2013 to (B)(6) 2013, diphenhydramine hydrochloride, fluoxetine from (B)(6) 2012 to (B)(6) 2013, hydrocortisone, ketorolac tromethamine (toradol) from (B)(6) 2013 to 2013, levothyroxine (l-thyroxine) from 2010 to 2013, medroxyprogesterone acetate (depo provera) and meloxicam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain chronic, pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and urticaria ("rash/skin conditions-hives"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and the first episode of cystitis ("bladder infection"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2015, the patient experienced chest pain ("chest pain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2020, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), angina pectoris ("heart problems"), gastritis ("gastritis"), the second episode of cystitis ("bladder infection"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have cervix neoplasm ("tumor in cervix"). The patient was treated with surgery (on (B)(6) 2017 essure removed and on (B)(6) 2017 essure removed,supracervical hysterectomy (uterus only)-hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, angina pectoris, dysmenorrhoea, dyspareunia, gastritis, alopecia, urinary tract infection, migraine, nausea, allergy to metals, depression, cervix neoplasm, vaginal discharge, chest pain, back pain, neck pain and urticaria outcome was unknown, the pelvic pain, abdominal pain, fatigue and the last episode of cystitis had resolved and the weight decreased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, angina pectoris, back pain, bladder disorder, cervix neoplasm, chest pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, neck pain, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2013 and (B)(6) 2012 discrepancy noted date(s) of removal: (B)(6) 2017,(B)(6) 2017 (discrepancy noted) # of coils: left -2, right ¿ 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: a portion of the right essure micro insert extends into the uterine cavity. The significance of this is uncertain. Most recent follow-up information incorporated above includes: on 25-aug-2020: mr received : event rash updated to hives, concomitant drug, onset date for event-nickel allergy, device breakage added, outcome for event pelvic pain and abdominal updated, patient's aka name added and discrepancy of removal date added rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / an ultrasound revealed that the essure was broken and a piece had migrated to uterus'), fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus/ malposition of essure device location of device: uterus') and device expulsion ('expulsion of essure device/a portion of the right essure micro insert extends into the uterine cavity.') In a 37-year-old female patient who had essure (batch no. A36624-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, rash, itching and nausea. Concomitant products included acetylsalicylic acid (aspirin (pain and fever)), diazepam (valium) from (B)(6) 2013 to (B)(6) 2013, diphenhydramine hydrochloride, fluoxetine from (B)(6) 2012 to (B)(6) 2013, hydrocortisone, ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2013, levothyroxine (l-thyroxine) from 2010 to 2013, medroxyprogesterone acetate (depo provera) and meloxicam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain chronic, pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and urticaria ("rash/skin conditions-hives"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and bladder infection ("bladder infection"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and swelling ("swelling"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2015, the patient experienced chest pain ("chest pain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2020, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), angina pectoris ("heart problems"), gastritis ("gastritis"), bladder infection nos ("bladder infection"), nausea ("nausea"), depression ("depression"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain") and was found to have cervix neoplasm ("tumor in cervix"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, angina pectoris, dysmenorrhoea, dyspareunia, gastritis, alopecia, urinary tract infection, migraine, nausea, allergy to metals, depression, cervix neoplasm, vaginal discharge, chest pain, back pain, neck pain, urticaria, swelling and abdominal pain lower outcome was unknown, the pelvic pain, abdominal pain, fatigue, bladder infection nos and bladder infection had resolved and the weight decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, angina pectoris, back pain, bladder disorder, bladder infection, cervix neoplasm, chest pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, neck pain, pelvic pain, swelling, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and bladder infection nos to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2013 and (B)(6) 2012 discrepancy noted date(s) of removal: (B)(6) 2017, (B)(6) 2017 (discrepancy noted) # of coils: left -2, right ¿ 8. Plaintiff received treatment for malposition of essure device, chest pain, device breakage, device expulsion, hives. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram - on an unknown date: distal malposition of left essure contraceptive device. A 7.3 mm metallic foreign body in the fundal aspect of the endometrial canal is suggestive of a retained fragment of iud or of a previously positioned essure device. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: a portion of the right essure micro insert extends into the uterine cavity. The significance of this is uncertain. Lot number ( a36624 ) is not valid concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, device breakage, fatigue, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: pfs and mr received. Reporter information, lab data added. Events: swelling, lower abdomen pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration: yes/perforation: fallopian tubes, uterus'), uterine perforation ('migration: yes/perforation: fallopian tubes, uterus/ malposition of essure device location of device: uterus'), device breakage ('device breakage') and device expulsion ('expulsion of essure device/a portion of the right essure micro insert extends into the uterine cavity.') In a 37-year-old female patient who had essure (batch no. A36624-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, rash and itching. Concomitant products included diazepam (valium) from (B)(6) 2013 to (B)(6) 2013, fluoxetine from 12-jul-2012 to 5-jul-2013, ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2013 and levothyroxine (l-thyroxine) from 2010 to 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain chronic, pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and rash ("rash"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and the first episode of cystitis ("bladder infection"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), back pain ("back pain") and neck pain ("neck pain"). In (B)(6) 2015, the patient experienced chest pain ("chest pain"). In (B)(6) 2020, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), angina pectoris ("heart problems"), gastritis ("gastritis"), the second episode of cystitis ("bladder infection"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have cervix neoplasm ("tumor in cervix"). The patient was treated with surgery (on (B)(6) 2017 essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, angina pectoris, dysmenorrhoea, dyspareunia, gastritis, alopecia, the last episode of cystitis, urinary tract infection, migraine, nausea, allergy to metals, depression, cervix neoplasm, vaginal discharge, chest pain, back pain, neck pain and rash outcome was unknown, the pelvic pain, abdominal pain and weight decreased was resolving and the fatigue had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, angina pectoris, back pain, bladder disorder, cervix neoplasm, chest pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, neck pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2013 and (B)(6) 2012 discrepancy noted date(s) of removal: (B)(6) 2017. # of coils: left -2, right ¿ 8. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: a portion of the right essure micro insert extends into the uterine cavity. The significance of this is uncertain. Most recent follow-up information incorporated above includes: on 13-mar-2020: pfs received- new event bladder infection, chest pain, back pain, neck pain and rash were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.